Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device would not communicate as received due to a low battery voltage caused excessive charges. The device suffered a por which was believed to be related to high voltage output circuitry damage. The cause of this damage was not determined.

Event description:
It was reported that the patient received several shocks for vt. During interrogation, the device indicated it was in bvvi mode. The device was explanted and replaced.